Event description:
It was reported that computed tomography angiography taken on (B)(6) 2026, captured a moderate near circumferential hypodense thrombus within the proximal lvad outflow causing likely severe approximately 70% luminal stenosis. It appeared that the stenosis had worsened from prior study. This event was created to capture the onset. The event date has been estimated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.